Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, underwent a system revision. High out-of-range pace impedance measurements >3,000 ohms were first detected on the ra channel (B)(6) 2020, and the ra lead was turned off. High out-of-range pace impedance measurements >3,000 ohms were later detected on the rv channel as early as (B)(6) 2022. No noise events were stored since the impedances went out of range, however (v-1) a stored episode back from (B)(6) 2019 had showed some possible emi noise with oversensing. The physician suspected clavicular crush, but it was unclear whether this was for one of both leads. However, technical services (ts) discussed possible spring contact behavior due to lack of recently stored noise events. Additional information received reported that the ICD was explanted/replaced with single chamber ICD, the leads were surgically abandoned due to lead dislodgement, and the rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, underwent a system revision. High out-of-range pace impedance measurements >3,000 ohms were first detected on the ra channel (B)(6) 2020, and the ra lead was turned off. High out-of-range pace impedance measurements >3,000 ohms were later detected on the rv channel as early as (B)(6) 2022. No noise events were stored since the impedances went out of range, however (v-1) a stored episode back from (B)(6) 2019 had showed some possible emi noise with oversensing. The physician suspected clavicular crush, but it was unclear whether this was for one of both leads. However, technical services (ts) discussed possible spring contact behavior due to lack of recently stored noise events. Additional information received reported that the ICD was explanted/replaced with single chamber ICD, the leads were surgically abandoned due to lead dislodgement, and the rv lead was replaced. No additional adverse patient effects were reported. Additional information received reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged, per fluoroscopic imaging. The field representative denied clavicular crush. The physician decided to implant a new df4 lead, and the ICD was also replaced by a new device with the corresponding header. Both the ra and rv leads were surgically abandoned. It was noted that there were no concerns regarding the explanted ICD. Records indicate the ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, underwent a system revision. High out-of-range pace impedance measurements >3,000 ohms were first detected on the ra channel september 2020, and the ra lead was turned off. High out-of-range pace impedance measurements >3,000 ohms were later detected on the rv channel as early as september 2022. No noise events were stored since the impedances went out of range, however (v-1) a stored episode back from july 2019 had showed some possible emi noise with oversensing. The physician suspected clavicular crush, but it was unclear whether this was for one of both leads. However, technical services (ts) discussed possible spring contact behavior due to lack of recently stored noise events. Additional information received reported that the ICD was explanted/replaced with single chamber ICD, the leads were surgically abandoned due to lead dislodgement, and the rv lead was replaced. No additional adverse patient effects were reported.additional information received reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged, per fluoroscopic imaging. The field representative denied clavicular crush. The physician decided to implant a new df4 lead, and the ICD was also replaced by a new device with the corresponding header. Both the ra and rv leads were surgically abandoned. It was noted that there were no concerns regarding the explanted ICD. Records indicate the ICD was returned for analysis. No additional adverse patient effects were reported.